Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An healthcare provider (hcp) via the manufacturer representative (rep) reported that there was implantable neurostimulator (ins)/pocket adaptor erosion. It was stated that the erosion occurred during normal use, with the ins and extensions explanted on (B)(6) 2016 as a result. There were no environmental problems or falls/trauma related and the issue was resolved at the time of the report. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.